Manufacturer narrative:
The abbott field service specialist (fss) isolated the handpiece and upon inspection of the device, found the handpiece to be partially clogged up. The found problem was brought to customer's attention. Clog in the handpiece was cleared and when tested, it passed prime/tune. Fss also performed the pm as well as carries out the field service check list on the system. The system was found to meet the specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The abbott field service specialist (fss) visited customer site to perform the scheduled preventative maintenance (pm) on the customer's phacoemulsification system and while on site, the customer reported that they had experienced vacuum issue with only one of their ellips fx phaco handpieces. Additional information indicated that the issue was noted during surgery, that it was caused by the clogged handpiece. It was confirmed that the procedure was completed successfully during the same surgery, that they were able to finish the case with no issue. There was no patient injury reported.

Manufacturer narrative:
Device evaluation the labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the device was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this handpiece was also performed which showed that there were no issues or non-conformities and that the device met all specifications prior to being released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.